Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details, was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? Was device ever able to be opened? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an emergency surgery, video laparoscopic cholecystectomy, the clipper, at the time of arming the clip, closed and did not open the trigger that was hardened, stuck. Then, it was replaced by another and the surgery occurred normally. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2022. D4: batch # v94h8m. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 21 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.